Event description:
Event description boston scientific crm received information that during the implant procedure, the guidewire used to place the left ventricular lead was broken after several attempts were made to remove the guidewire. The distal part of the guidewire remained lodged within the lumen of the lead inside in the coronary vein. The decison was made to leave the lead positioned in the target vessel with no additional medical intervention. The physician did not believe movement of the guidewire (either to the back end of the coronary vein or up by blood flow within the lead lumen) would cause any issues for the patient. The procedure was completed and the lead was successfully implanted, with no adverse patient effects.